Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving a compromised force sensor system alarm on the insulin pump, which pushed half of the insulin out of the reservoir. Customer's blood glucose at time of this report was 175 mg/dl. The customer stated the insulin pump had not been bumped or dropped and the drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.